Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon (1) ¿the b30 error¿ was not reproduced and was determined to have been caused by a communication failure between the camera head and the processor. The phenomenon (2) ¿e315 camera head error¿ was reproduced and was determined to have been caused by white balance adjustment failure. It was recommended to replace the charge-coupled device (ccd) to fix the b30 error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter health professional, initial reporter occupation - information unknown. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, intermittent e315 error, video connector leak, and coupler failure to function smoothly were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head display a b30 error and a crack on the video connector were noted. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation and there was no patient involvement, no harm or user injury reported due to the event.